Event description:
Customer reported receiving a no delivery alarm during prime and experiencing an incident where the insulin pump rewound itself. A low reservoir and no delivery alarm were noted in the alarm history. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.